Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast reconstruction with unspecified mentor gel breast implants and experienced postoperative bilateral rupture. As a result, the patient underwent bilateral explantation on or around (B)(6) 2006 and replaced with 500cc mentor memorygel breast implants (catalog number 3507500bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's right-sided device.